Event description:
It was reported that suture placement was completed in the mildly calcified right and left common femoral arteries using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Sheath sizes were upsized to 17f on the right side and 14f on the left side for the aaa procedure. Two proglide devices were placed on each side. Reportedly, during knot advancement of the first proglide device, at the right common femoral artery, the knot locked and when the physician pulled on the non-rail suture the suture broke. A third proglide was placed. Knot advancement of the second proglide device was attempted, but the knot did not advance to the arterial surface; hemostasis was not achieved. The physician pulled the suture and it broke. The knot of the third proglide device was advanced with the same results. A fourth proglide device was used with the same results. An attempt to regain access was made with the dilator of a 20f sheath, and then the 20f sheath was advanced. Bleeding continued. The patient 'lost a lot of blood'. A balloon was advanced to the aorta to stop blood flow to the groin. Blood flow was reduced and a surgical cut down was performed to achieve hemostasis. Reportedly, during knot advancement in the mildly calcified left common femoral artery, the physician tightened the blue rail sutures on both proglide devices. The suture trimmer was used to advance the first knot and bleeding was reduced. When the second knot was advanced, it did not go all the way to the arterial surface; bleeding increased. A third proglide device was deployed with the same results. Hemostasis was achieved surgically. The patient received a blood transfusion. (Continued in h10)

Manufacturer narrative:
(B)(4). There was a clinically significant delay in the procedure and hospitalization was extended. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other six proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.